Event description:
A nurse reported that the trocar valve leaked during an ophthalmic surgery. The valve was replaced and the procedure was completed without any harm to the patient. A product sample has been requested. No further information is expected.

Manufacturer narrative:
The product lot for this event is not known; therefore, lot history and device history record reviews are not possible. Without a sample, visual and functional testing cannot be conducted. The root cause of the customer's complaint is not known; a sample was not returned for investigation. However, an investigation has been initiated to investigate and identify a corrective and preventive action for complaints of this nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).